Event description:
It was reported that a patient underwent a tactra replacement surgery due to patient dissatisfaction. A new inflatable penile prosthesis (ipp) was implanted. There were no patient complications.